Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. A definitive root cause could not be determined, however, the condition of the device is consistent with excessive forces being applied during use. The instructions for use (IFU) provides adequate warnings, precautionary measures and instructions regarding the use of the product. A review of the device history records found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder procedure the device tip broke while inside the surgical site and was unable to be retrieved. No further patient injury or complications were reported.